Event description:
It was reported that an unspecified number of bd nexiva dual port 24ga 0.75in (0.7 mm x 19 mm) experienced leakage during use. The following information was provided by the initial reporter: the bd nexiva 24g catheter placed on the patient's arm was leaking at y. The blood test could not be performed. The removal of the involved device and the placement of a new catheter were necessary.

Manufacturer narrative:
H.6. Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Bd was not able to duplicate or confirm the customer¿s indicated failure as no sample, batch, or lot code was provided.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that an unspecified number of bd nexiva dual port 24ga 0.75in (0.7 mm x 19 mm) experienced leakage during use. The following information was provided by the initial reporter: the bd nexiva 24g catheter placed on the patient's arm was leaking at y. The blood test could not be performed. The removal of the involved device and the placement of a new catheter were necessary.